Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent with elevated leucocytes. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin (solution 2g/"oh", four times daily, 50mg, intraperitoneal, discontinued after 3 days) and ceftazidime (solution1g/"oh", four times daily, 250mg, intraperitoneal, discontinued after 3 days) for the event. At the time of this report, the patient has recovered three days after the event onset. Pd therapy was ongoing. No additional information is available.